Manufacturer narrative:
A review of the provided medical records by a clinical consultant indicated that there was no evidence of the reported mal-positioned shell. However, it was also reported, that there was a significant amount of poly wear. Therefore, there is no indication that the shell reported in this investigation contributed to the event and has be determined to be concomitant.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that there was a revision due to pain. The cup was not placed properly and surgeon revised the cup, was placed vertically and was coming out. Revised the femoral head, acetabular cup, and liner.

Event description:
It was reported that there was a revision due to pain. The cup was not placed properly and surgeon revised the cup, was placed vertically and was coming out. Revised the femoral head, acetabular cup, and liner.